Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via x-ray.

Event description:
New information received indicates that the lead was capped and replaced.